Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a surgical procedure, 2 clips was used. When the customer tried to pull out the applier from a trocar once, the applier was hooked the trocar and removed along with trocar. The customer checked the applier and found that the nail of magazine was broken. The nail fragment was not found inside patient due to clear color. No harm to the patient reported.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the cartridge. Here we found a broken off end and visible damage. Additionally we made a visual inspection of the fracture surface. Furthermore we found a deformed metal sheet and an incorrectly position of the clip. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect, production, or design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error and there is the possibility that the slider sheet was deformed by a too fast application. We also assume that the visible damage of the cartridge was caused by bringing out the instrument through the trocar and the visible damage on the lateral webs were caused by assembly. No CAPA is necessary.